Event description:
It was reported the system failed. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing a tamper seal, had a crack on lower left front corner of top case. Unable to download the device ehl (event history log). The customer stated problem was duplicated. Fluid ingression was found inside of plunger head also contamination on plunger cable. Replaced the whole plunger assembly and plunger cable, also upgrade the device software. Replaced top case for physical damage, replaced battery for battery was found not working during repair, also replaced position pot for contamination was found during repair. The cause of the reported problem was traced to the customer damage of the device due to improper handling. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer reported problem were found during the review of service and repair records.